Event description:
It was reported that the patient experienced hypoglycemia during the first night using the ilet, required 2 ounces of juice, then experienced recurrent hypoglycemia and required two cookies to resolve, with the caregiver noting the patient tends to go low at night and had last eaten earlier in the evening. Symptoms included hypoglycemia. Outcomes included use of oral carbohydrates and recovery without escalation of care. Investigation included a complaint intake with troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause, with potential contribution from first-night adaptation and typical nocturnal patterns. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.